Manufacturer narrative:
Customer reported that no device failure was found, but that counter-intuitive brake design contributed to staff's incorrect use of brakes, which resulted in bed movement during patient transfer. A review of pre-placement inspection records found that device was in good condition and operating as designed prior to delivery to customer. A review of instructions for use of the device brakes and brake functionality found that the customer's description of brake function did not reflect proper use of brakes, indicating an incorrect understanding of brake functionality, which resulted in the device not locking in position during patient transfer. Based on reports, casters had not been oriented correctly on the steer end when customer was setting brakes. In response to this incident, customer was provided inservice training on operation of the brakes.

Event description:
Customer reported that when staff were transitioning paraplegic patient from one bed to another using a draw sheet method, the first bed shifted sideways and patient fell between the beds. Staff caught the patient at their head/shoulders, but there was patient impact with the floor. Staff reported they set the brakes on both beds prior to transfer. Customer reported that brakes were operating as designed with no device failure found. However, customer reported that brake design issues resulted in incident occurring. See additional information below.